Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was not able to charge the ipg and that the remote control would not connect with the ipg after having a non-device related procedure. The physician believed that the ipg was damaged because it would not turn on. No further course of action will be taken at this time as the patient was doing well.